Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was not confirmed. Method & results: could not be performed as the device was not returned. No patient medical records were available for review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported by stryker sales representative that a revision surgery took place at west suffolk hospital on (B)(6) 2015 due to a ceramic head fracture. The primary surgery took place (B)(6) 2014 on left leg.

Event description:
It was reported by stryker sales representative that a revision surgery took place at (B)(6) hospital on (B)(6) 2015 due to a ceramic head fracture. The primary surgery took place (B)(6) 2014 on left leg. Update: the reported revision took place on (B)(6) 2015.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.